Event description:
A customer reported an issue where the insulin gauge displayed an amount different from what was expected, specifically showing 20 units instead of the anticipated 150 units, with a discrepancy greater than 30 units. Despite this issue, there was no adverse impact on the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge, and technical support advised them to call back for troubleshooting if the issue recurred.